Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported to philips that the device's charging button does not function. There was no reported patient involvement/adverse patient impact.